Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04206. Related manufacturer reference number: 3006705815-2019-04207. It was reported the patient was experiencing ineffective therapy due to high impedances. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the system was explanted. The affected lead appeared to be crimped. It is unknown which lead was affected. Therefore, both leads will be reported.